Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to dislocation of a stryker head from a competitor's liner.

Event description:
It was reported that patient's right hip was revised due to dislocation of a stryker head from a competitor's liner.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however, the reported event involves an off label use of the ceramic head with a competitor liner. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.